Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state the sample was returned in. The product returned for evaluation was one 4fr sl groshong nxt catheter. A gross visual inspection of the returned unit found that the catheter was broken off at the 26cm depth marker. The distal portion of broken catheter was not returned. Microscopic inspection of the break site found found striation patterns, suggesting that the user had likely intentionally trimmed the catheter at the observed break site. The provided catheter segment was leak tested using water and a 12ml luer lok syringe, but no leaks were observed. Although no leaks were identified in the returned unit, no further conclusions can be drawn since a segment of the catheter tubing was not returned and could not be evaluated. Additionally, the returned unit was microscopically inspected for any features that may indicate that the catheter had moved while inside the patient. However, aside from the previously noted break site, microscopic inspection was unremarkable.

Event description:
It was reported, in the afternoon of (B)(6) 2024, during the catheterization process, it was found that the catheter was leaking from a small hole in the middle section, and the catheter was immediately repacked and replaced with a new one for the patient. Additional information 4/19: it was recently learned that the nurse did not find a leak during the catheterization, but found that the catheter was ectopic on the jugular vein after the catheterization was completed, and then dsa catheterization was performed.

Event description:
It was reported that in the afternoon of (B)(6) 2024, during the placement of the catheter, it was found that the catheter had a small hole in the middle section and was leaking, so it was immediately repacked and replaced with a new catheter for the patient and reintroduced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state the sample was returned in. The product returned for evaluation was one 4fr sl groshong nxt catheter. A gross visual inspection of the returned unit found that the catheter was broken off at the 26cm depth marker. The distal portion of broken catheter was not returned. Microscopic inspection of the break site found striation patterns, suggesting that the user had likely intentionally trimmed the catheter at the observed break site. The provided catheter segment was leak tested using water and a 12ml luer lok syringe, but no leaks were observed. Although no leaks were identified in the returned unit, no further conclusions can be drawn since a segment of the catheter tubing was not returned and could not be evaluated. Additionally, the returned unit was microscopically inspected for any features that may indicate that the catheter had moved while inside the patient. However, aside from the previously noted break site, microscopic inspection was unremarkable.

Event description:
It was reported, in the afternoon of (B)(6) 2024, during the catheterization process, it was found that the catheter was leaking from a small hole in the middle section, and the catheter was immediately repacked and replaced with a new one for the patient. Additional information 4/19: it was recently learned that the nurse did not find a leak during the catheterization, but found that the catheter was ectopic on the jugular vein after the catheterization was completed, and then dsa catheterization was performed.